Manufacturer narrative:
(B)(4).

Event description:
No therapeutic effect post implant was reported. It was reported that x-ray showed "wire was bent sideways" resulting in lead revision in (B)(6) 2011. After the revision the patient reported some therapeutic effect but nothing like the trial. The 2nd revision the lead stimulated the other side. The patient's hcp planned a 3rd revision. Additional information has been requested, but was not available as of the date of this report.